Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was explanted due to oversensing and inappropriate therapy. During the explant procedure the connector of the lead was found severed from the lead body. The rate sensor was replaced with a new rate sensing lead.